Event description:
The facility reported a pump with failure code 12:303. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional contact information is available.